Event description:
It was reported that (1) tlc10 was used during a gastric bypass procedure. It was reported by the rep that the staples were unformed at the distal end of the left side of staple line. The case was completed by oversewing misfired are with suture. There was no consequence to patient.